Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received scs named "retrospective data collection of the fixation of calcaneal osteotomy with darco headed cannulated screws" that contains collected data on the usage and the outcomes of darco headed cannulated screws. The report details analysis provided for revision procedures performed between march 10, 2016 ¿ august 26, 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: seven of the 80 patients (8.8%) underwent a secondary procedure for hardware removal due to pain caused by implants. This is case 6 of 7.